Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed that the catheter was fractured. Evaluation revealed no signs of stretching or torquing at the fractured location. This indicates a fracture was likely due to a kink. This type of damage may occur if the lantern is manipulated at an angle during use. Based on the reported event, this damage was observed during removal of the lantern. Therefore, this damage is likely a kink that subsequently worsened to a fracture upon retraction at an angle. Evaluation revealed an additional fracture while likely occurred during the same manipulation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and a guidewire. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. While advancing the lantern into the iia over the guidewire, the physician experienced resistance. Therefore, the lantern was removed. After removal, the lantern was found to be fractured at the mid-shaft. The procedure was completed using a new lantern and the same guidewire. There was no report of an adverse effect to the patient.